Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed no evidence of a short battery life. A low battery warning occurred due to a discharged replace battery use. The returned battery cap was able to fit to the pump. The rewind, load, and prime steps were performed successfully. All current draws were within specifications. The pump cover was removed to find no intermittent conditions to the printed circuit board or the continuous glucose monitoring module. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side.